Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged issue speaker issue was verified; no failure was identified related to the alleged low bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cgm alert did not sound or vibrate on the pump. Customer verified alert occurred in pump history. Customer's blood glucose was 56-70 mg/dl. Customer continued to use pump for insulin therapy.